Manufacturer narrative:
Per -1619 initial report, this initial report is being submitted retrospectively as ER FDA request. Additional information, including the device lot code, return of the device and an update on the surgeon was requested in order to progress with this investigation, however, not all were provided to corin and thus there was only very limited information available for the investigation. It was reported that the issue is not to be thought to be due to a malfunction of the device but potentially because the surgeon held the device relatively high and when releasing the tension on the device they did not provide adequate conter-tenstion, leading to the instrument jumping up. The device and the device lot code could not be retrieved. The surgeon did not require any medical attention or follow up due to this event and injury. Based on the information available for this case, no further investigation can be conducted and thus corin now consider this case closed. However, should any additional information be provided then this case may be re-opened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitue an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity equibalance ligament tensioner jumped open during use can resulted in a pinch/cut to the surgeons hand.